Event description:
It was reported to baxter (B)(4) that a male patient experienced an overinfusion while using a infusor lv 10 device. According to the reporter, the sample was filled with vancomycin (2.5g and 225 ml of sodium chloride). It is reported that the infusion started at 19:00 and the day after at 10:00 the infusor was found empty. The expected infusion time was 22 hours, however, the actual infusion time was 15 hours. The reporter stated that the infusor was connected to the patient through a pic, and through a catheter connected at the level of the left arm going to the atrium. There is no report of clinical consequences reported from the customer in regards to the patient. No additional information is available.

Manufacturer narrative:
Additional narrative: the device is available for evaluation, per the customer, however; the sample has not yet been received by baxter. Should the device and/or additional information become available, a follow-up report will be submitted. (B)(4).